Manufacturer narrative:
Report type corrected.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an eri message. It is unknown if this occurred prematurely.

Manufacturer narrative:
Date of event is estimated.